Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing t-piece separated from the luer lock while attached to a patient. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated was confirmed. Photo provided by the customer observed that the tubing separated from the distal male luer. The root cause of the customer's report could not be established.

Event description:
It was reported that the tubing t-piece separated from the luer lock while attached to a patient in the nicu. There was no patient harm. Although requested, there were no further details or information provided regarding this event.